Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. On an unknown date, the patient was hospitalized for peritonitis. On an unknown date, the patient was treated with unspecified intraperitoneal antibiotics (for three weeks; dose and frequency not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. At the time of this report, the patient outcome and recovery status were not reported. No additional information is available.